Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent excision of mesh due to extrusion on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and urethra cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to extrusion of mesh. It was reported that the patient also underwent removal of mesh on (B)(6) 2012 due to extrusion of mesh. (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.